Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Elective replacement indicator (eri) was reported that was noted on (B)(6) 2018. It was reported that patient had pretty bad fall last year (2017) after the device was implanted. The exact date of the fall was not provided. Information was reviewed regarding a typical time between eri and end of service (eos), to program around 6 and 7 and plan a battery replacement. Battery read 2.7v. Device longevity was questioned. The caller stated impedances were normal but after obtaining the settings, it was determined there was a low impedance issue. See values below: a1) 5.1v pw270 50hz 536ohms 1pair a2) 2.7v 450pw 50hz 107ohms 1pair a2 programmed on 6+7- 104ohms. It was reviewed that this was abnormal, even though it did not appear in the out of range box, so longevity calculation was not run. No further complications were reported/anticipated. On (B)(6) 2018, additional information was received from the rep. It was reported that patient's fall was not related to the devices. Patient's weight was unknown and was not going to be made available. The cause of the low impedances was provided as assuming the low impedance was due to the patient¿s fall, rep would know more when the patient will be scheduled for her lead revision in (B)(6) 2018. The cause of the eri was the electrodes with low impedance were used in the patient's programming. The issue was not resolved. Patient was reprogrammed around the low impedance and patient felt the therapy would still help. The information was confirmed with hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.